Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 10 months of support on the lvad, the patient was readmitted for elevated lactate dehydrogenase (ldh) levels and hematuria. There were no symptoms of heart failure reported. An echocardiogram (echo) showed the aortic valve opening at every beat at 9200 rpm but not at 10,000 rpm. The ventricle was able to decrease in size with increase in speed. A heparin was drip started. Ldh decreased and urine cleared after 2 days of heparin.